Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that during an external neurostimulator procedure, the patient had a reaction to the medication given. It was noted that the physician could not find the opening of the foramen for the lead due to patient anatomy. The patient had two 'seizure like' episodes and the physician did not want to proceed. The case was aborted. There were no further patient complications reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that during an external neurostimulator procedure, the patient had a reaction to the medication given. It was noted that the physician could not find the opening of the foramen for the lead due to patient anatomy. The patient had two 'seizure like' episodes and the physician did not want to proceed. The case was aborted. There were no further patient complications reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that during an external neurostimulator procedure, the patient had a reaction to the medication given. It was noted that the physician could not find the opening of the foramen for the lead due to patient anatomy. The patient had two 'seizure like' episodes and the physician did not want to proceed. The case was aborted. There were no further patient complications reported.